Event description:
It was reported in a service report that the cpu board would intermittently reboot on its own when the fowler buttons were pushed. No pt involvement or adverse consequences were reported.